Event description:
It was reported that the system 9800 locked up during a procedure and had to be reinitialized. The procedure was completed with no further malfunction. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All circuit boards were reseated and cable made secure as a preventative measure. All power supplies were found to be within specification. The system was tested and found to be working as intended and placed back into service.